Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire were selected for procedure. The rotapro was prepared outside the body and platformed at 180,000rpm. The dynaglide mode was used when the burr was advanced into the lesion. During the procedure, the rotation speed was 175,000rpm and the rotation speed was down by 5,000rpm. There were resistance encountered between the rotapro burr and rotawire. It was noted the burr was stuck in the rotawire, inside the patient during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications and the patient was stable post procedure.